Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the high blood glucose levels and under delivery of insulin. Customer¿s blood glucose between lunch and dinner shot up from 86mg/dl to 548 mg/dl. Customer¿s blood glucose value at time of incident was 548 mg/dl and current blood glucose level was 409 mg/dl. Customer took 5u by syringe customer stated that they were able to perform high pressure test and it passed. Insulin pump will not be returned for analysis.